Manufacturer narrative:
The baxter technician found all four casters needed to be replaced. Per the baxter service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: - connectors where the bed sections bolt together; tighten as necessary - siderail latching mechanisms - caster braking systems. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced all four casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the gpac frame-assembled brake casters were not holding. The bed was located at the account. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.